Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the vessel sealer extend instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with other urinary diversion surgical procedure, the jaws of the vessel sealer extend (vse) instrument were closed and could not be opened. No fragment fell into the patient. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure, and no known impact or patient consequence was reported.

Manufacturer narrative:
The vessel sealer extend instrument has been evaluated by the failure analysis (fa) team. Fa was not able to confirm nor reproduce the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed seal and cut tests successfully. There was no physical damage observed during testing that would have caused the failure. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product, or other factors not directly related to the device.

Event description:
Refer to h11 for follow-up information.